Event description:
It was reported that during an lar procedure, that an assistant fired the device. The tissue was cut, but stapling did not occur. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.